Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes gmbh reports an event in (B)(4) as follows: during a procedure on (B)(6) 2013, the surgeon could not get zipfix to stay locked. After fixing the manubrium with a double wire in a figure eight closure, the surgeon inserted 5 zipfix peristernally. While tensioning the implants, the second most distal would not stay locked. The surgeon tried several times and was unable to get it to stay tensioned. The surgeon closed with the other four implants and left the peristernal space empty. The surgeon was satisfied that the patient had sufficient support. This is report 1 of 1 for complaint (B)(4).